Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0279510. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. This batch was manufactured before expiration dates were printed on packaging. A review of the device history record was completed for batch# 0153018. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging. H3 other text : see h10.

Event description:
It was reported that 2 relion® insulin syringes experienced no label or missing label information. The following information was provided by the initial reporter: material no. 328509 batch no. 0279510 & 0153018. Pharmacy reported if items expired - no exp date on boxes. Unopened informed of manufacturing dates from lot #. Pharmacist thought it was recent date of event (B)(6) 2021.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0279510, medical device expiration date: na, device manufacture date: 2020-10-05. Medical device lot #: 0153018, medical device expiration date: na, device manufacture date: 2020-10-29. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 relion® insulin syringes experienced no label or missing label information. The following information was provided by the initial reporter: material no. 328509, batch no. 0279510 & 0153018 pharmacy reported if items expired - no exp date on boxes. Unopened informed of manufacturing dates from lot #. Pharmacist thought it was recent. Date of event: (B)(6) 2021.